Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. The saline delivery connector/system has been cut from the fluid line. Bio debris is present. There are no signs of arcing. The device was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. No arcing was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the adverse event was likely procedure related and the device had no influence on the event. The patient impact is determined to be the reported burn without further complications reported. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include contact with other metal surgical instruments or inadequate flow and circulation of saline could cause a patient burn and are outlined in the warning and statement in the instructions for use (IFU) provided with the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, the evac 70 xtra wand was not insulated causing minor burns to the sides of patient¿s mouth when the surgeon put the cutting tip into patient¿s mouth. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.